Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the caregiver stated the luer connector was unable to attach to the adapter, and the user replaced the infusion set and subsequently locked the adapter successfully. Symptoms included no reported adverse clinical effects, and blood glucose was reported as 120 mg/dl. Outcomes included no impact on therapy or need for medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed that use of a new infusion set resolved the connection issue. It was concluded that the event was related to a device connection difficulty that was corrected with standard replacement and proper attachment.